Event description:
It was reported that the alarm 113 (reduced water temperature control) goes off continuously in an arctic sun device and failed to cool the patient. Per review of wo on 19apr2023, there was no patient impact.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the alarm 113 (reduced water temperature control) goes off continuously in an arctic sun device and failed to cool the patient. As per review of wo on 19apr2023, there was no patient impact. As per follow up information received via email on 12may2023, the device had been checked onsite and, as it could not be repaired, going to be sent to the technical service headquarters. The problem was not still solved and not repaired yet. Therapy was delivered with another device. No impact for the patient, but the change of one device for another.